Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that there was a patient incident where the patient required resuscitation but alarms were not provided. Philips has been informed that the patient did expire. Philips was informed of this on january 3rd 2017 when onsite evaluation of the device was performed.

Manufacturer narrative:
No malfunction occurred. The customer turned the sp02 alarm off which remained off from 21:39 to 22:12. During this time, the patient's sp02 dropped when the patient condition deteriorated. The patient was resuscitated but later expired. Post incident testing of the bedside and central monitor found both devices operating normally and performing per product specification. When alarms are turned off, visual indicators are present to notify the user that alarms are off. The issue is consistent with a use related issue.

Event description:
The customer reported that a patient incident occurred for the patient in bed 320 on (B)(6) 2016 between 21:39 and 22:12 when the patient's sp02 fell below the limit and no alarm was provided at the information center. The patient was found and resuscitated but then expired and philips was informed of this on (B)(6) 2017 when onsite evaluation of the device was performed.